Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the customer alleges the catheter/spring wire guide (swg) that was used in a femoral vein "insertion" broke and became stuck inside the patient's vein. As a result, medical/surgical intervention was required. Further information from the customer has been requested.